Manufacturer narrative:
Upon receiving feedback from customers regarding the complained problem, our company immediately organized quality control, production, and other relevant personnel to investigate and analyze the situation. The specific details are as follows: 1. Check the appearance of needle tips: randomly select 5 pcs (10pcs in total) safety blood-collecting needles from the above two batches, and place the needle tips under 28x magnification for inspection. The needle tips are sharp and have no rough edges, burrs or hooks, etc. Two batches of needle tip inspection results: all qualified, no burrs, foreign bodies were found. (2) production process review: according to the batch number, trace the batch records of the production process of the batch of products and the finished product inspection report, no abnormal phenomenon was found, and the raw materials and production process of the batch of products were both no change was found. (3) retest of sent-back samples: the real samples received from the customer on (B)(6) 2024, specifications and models: 21g×1 1/4 "/22g×1 1/4" lot number: 240514 a total of 18 defective (already (opened) safety blood-collecting needles, immediately arrange for re-inspection, 2. Burrs and hook phenomenon. The amplified observation of the burr of the needle tip of the sample was found that a needle tip did have a relatively obvious hook situation, and the following factors may cause the needle tip damaged to form burrs: 3. Foreign matter problem. After observation and comparison of the returned samples, the foreign matter is the raw material injection flows in the production process, which is caused by the failure to wipe the injection mold. Preliminary analysis of this incident may be caused by the impact of the inspection environment, not caused by product quality problems.

Event description:
The customer complained that there were burrs and foreign bodies in two specifications of products, the specific sampling inspection is as follows: sampling quantity per specification: 13 pcs/first sampling, 13 pcs/ second sampling, 26 pcs/third sampling. 21g: 23%/first sampling, 7.69%/second sampling, 7.69%/third sampling. 22g: 15.38%/first sampling, 0%/second sampling, 3.84%/third sampling.